Event description:
It was reported that the user experienced both severe hypoglycemia while using the ilet during yard work and hyperglycemia that required emergency care after a supply change, with the system issuing low and high alerts; the user did not hear the urgent low alert due to right-ear hearing loss and was treated with oral carbohydrates during the hypoglycemic event, and later received IV therapy and multiple daily injections at a hospital before being reconnected to the ilet. Symptoms included convulsions, confusion, and stress. Outcomes included temporary medical intervention and hospital evaluation without diabetic ketoacidosis. Investigation included complaint intake review, device use assessment, and user education and troubleshooting. Investigation of this case revealed no device malfunction was confirmed, alerts functioned as designed, and the cause of both the hypoglycemia and hyperglycemia events remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.